Event description:
Arjohuntleigh received a complaint where it was indicated that during lowering the pt, the device lifting arm was blocked by an object. When the obstruction was removed, it was reported that the actuator collapsed. No lifting arm detachment occurred. As the result of the incident, the pt fell from a standing position onto the floor. The were no injuries to the pt as a result of the fall.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.